Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 50 mg/dl and glucose tablets were consumed to address the low bg. The customer stated that the low bg was due to the customer working out. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on three days between (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob) on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.